Event description:
It was reported that during a breast procedure the surgeon was clipping the mammary artery on the left side and the clip would not advance. During removal of the applier the surgeon cut through the left mammary artery. There was no other information provided by the customer, the device was from 2009 and no contact information available. There was no adverse event reported for that surgery. The device will be returning for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.